Event description:
The following has been reported: problem: staff reported electrical smell from pump. Action: checked pump and membrane did have an odor, changed drive motor then noticed smell still there. Turned out to be the case cover glue under buttons. Chemical reaction somehow caused smell. Replaced cover. Also had to re label pump and change tracking tag. Resolution: tested returned to service. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided repairs information, the pump have an odor, turned out to be the case cover glue under buttons, chemical reaction somehow caused smell. So upper case was replaced to solve the issue. Despite several requests for the part return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective keypad but based on available information the root cause of this defect remains unknown. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. " this complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.